Event description:
Customer questioned low rheumatoid factor (rf) patient result on their image 800 analyzer. The customer stated the inaccurate results resulted in delay in patient treatment for one (1) patient. The customer did not provide any information regarding change in patient treatment. There was no report of death associated with this event. The customer provided a example of rf result.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the immage 800 immunochemistry system. The fse did not identify any system or hardware malfunction. The failure mode for this event is unknown. No parts were replaced. There is insufficient evidence to suggest that the system or reagent malfunctioned. The customer repeated the patient sample after dilution and obtained results considered correct by the customer. Per the rf supplemental product information insert it indicates that " if the patent's clinical condition does not correlate with the reported rf concentration, dilute the sample and repeat the analysis." The hospital did not provide any information regarding patient treatment. Section a4, and a5: information not provided by customer. Section e1 initial reporter phone number 18663522952. The beckman coulter internal identifier is case-2024-02582005-1.